Event description:
It was reported that the patient had an infection at one point and they were to have a magnetic resonance imaging (MRI) study. The reason for the MRI was not confirmed; however, it was noted they wanted to see the tip of the catheter. The drug in the pump was not known. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient "does" not have an infection at the catheter or pump pocket site. It remained unclear if the patient ever had an infection. The medication used within the system was dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).